Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative capacitor charge time out. The device was interrogation and revealed 21 ventricular fibrillation (vf) episodes and multiple adequate shocks since 22sept2021, where all vf arrhythmias where terminated appropriately. The patient hospitalized until the recommended device replacement could take place, and subsequently a few days later the device was explanted and replaced. This device was expected to be returned to the manufacturer for analysis. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative capacitor charge time out. The device was interrogation and revealed 21 ventricular fibrillation (vf) episodes and multiple adequate shocks since 22sept2021, where all vf arrhythmias where terminated appropriately. The patient hospitalized until the recommended device replacement could take place, and subsequently a few days later the device was explanted and replaced. This device was expected to be returned to the manufacturer for analysis. No adverse patient effects were reported.